Event description:
It was reported that the patient presented at the hospital for dizziness and near syncope. Remote transmission revealed that the patient's right ventricular (rv) lead exhibited unspecified oversensing, leading to pacing inhibition, and a high pacing impedance. The rv lead was also reported to have fractured. Programming changes were made, and the rv lead was capped on (B)(6) 2025, and successfully replaced. The patient was stable.